Manufacturer narrative:
Other relevant device(s) are: product ID: y recx20375, serial / lot #: (B)(4), ubd: 13-may-2005, UDI #: (B)(4); product ID: yrirx1685, serial / lot #: (B)(4), ubd: 21-jul-2005, UDI #: (B)(4); product ID: yrecx20375, serial / lot #: (B)(4), ubd: 06-mar-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm approximately 16 years and 2 months later. A secondary procedure was carried out and an endurant aui device was implanted and fem-fem bypass carried out to resolve the event. As per the physician, the cause of the rupture is undetermined. Angio and CT angio could not definitively confirm any endoleak and the stent graft did not appear to have migrated. No additional clinical sequelae were reported and the patient is fine.